Event description:
A medtronic rep reported that the vertek arm moves even when it was tightened very hard. There was no pt involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer.